Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced on (B)(4) 2023. The patient was stable.